Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, there was insulation damage noted on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of insulation damage was not confirmed.